Event description:
The pt requested that his cochlear implant be explanted. It was reported that this pt developed an aversion to the cochlear implant due to his living in a deaf community without cochlear implants. The device is functioning normally and the pt's performance is as expected. The pt will undergo psychiatric testing, after which the explant surgery will be scheduled.